Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled a cartridge with 300 units of insulin and received a fill estimate of 120 units. The customer stated they had loaded cold insulin into the pump which may be the cause for the inaccurate fill estimate. During troubleshooting with tandem technical support, the customer re-loaded the same cartridge and received an accurate fill estimate. The customer's blood glucose (bg) level was 350mg/dl and a correction bolus was delivered to address the bg level; however, the customer was fairly sure the bg level was unrelated to the reported event.